Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a severely calcified diffused lesion in the lcx with 90% stenosis and tortuous vessel but the device could not cross. The lesion had been pre-dilatated. The patient was well after the procedure. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 11th proximal stent segment were raised and deformed. The 18th and 19th proximal segments were pinched and partially flattened. A strut on the 1st distal segment was partially raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (failure to deliver); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis, tortuous vessel and severe calcification. (Deformation problem). Conclusions: 50 device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis, tortuous vessel and severe calcification. Inherent risk of procedure ¿ (failure to deliver). (B)(4).